Manufacturer narrative:
The reported event was confirmed and cause unknown. The device had not met specifications. The reported failure was able to be reproduced. The product was used for urological care. Based on evaluation, observed sac burst along lumen without missing pieces. However, the potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products mechanical failure/operator error). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: method for use (1) do not inflate the balloon in the urethra. (2) do not pull the catheter hard. (3) do not reuse. (4) do not resterilize. (5) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (6) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (7) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] (8) do not use in patients who are or have been allergic to natural rubber latex." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that the foley catheter balloon was ruptured. The catheter was placed during obstetrics and gynecology surgery. Although the catheter was attempted to replace 7 days after placement, the water was allegedly difficult to remove. When the catheter was managed to be pulled out, the damage like a cut was found on the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter balloon was ruptured. The catheter was placed during obstetrics and gynecology surgery. Although the catheter was attempted to replace 7 days after placement, the water was allegedly difficult to remove. When the catheter was managed to be pulled out, the damage like a cut was found on the balloon.